Manufacturer narrative:
Guiding sheath (6f 26 cm parent, medikit). Unknown guidewire (0.014). Unknown balloon catheter (2 mm 4 cm). Unknown balloon catheter (6mm*2cm). Drug-coated balloon (6 mm 4 cm in. Pact, medtronic). (B)(6). Please note that the saber rx is not sold in the us but it is similar to the saber pta catheter sold in the us. During inflation of a 6 mm x 2 cm x 155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter, it ruptured within its nominal pressure during the first inflation. Therefore, it was replaced with a new balloon catheter (6 mm x 2 cm, non-cordis). The procedure was completed with a drug-coated balloon with no patient injury. The right superficial femoral artery lesion was a 100% chronic total occlusion (cto) with severe calcification and no vessel tortuosity. An approach was made from the right inguinal region and a guiding sheath was inserted. A guidewire (0.014) crossed the lesion and a balloon catheter (2 mm x 4 cm) was inserted and inflated for pta. Then the saber rx was inserted and inflated. The doctor commented that it was unclear if the balloon rupture occurred due to a malfunction of the device or the calcified vessel. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was little resistance when crossing the lesion. The catheter was never in an acute bend. The maximum inflation pressure was between 8-10 atmospheres. The balloon catheter did not kink while being used and was easily removed. The product was not returned for analysis. A product history record (phr) review of lot 17668380 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of chronic total occlusion with severe calcification may have contributed to the reported event, as calcification is known to damage balloon material. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
During inflation of a 6 mm 2 cm 155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter, it ruptured within its nominal pressure during the first inflation. Therefore, it was replaced with a new balloon catheter (6 mm x 2 cm, non-cordis). The procedure was completed with a drug-coated balloon (6 mm x 4 cm impact, medtronic). There was no patient injury. The device was discarded due to infectious disease. The right superficial femoral artery lesion was a 100% occluded chronic total occlusion (cto) with severe calcification and no vessel tortuosity. An approach was made from the right inguinal region and a guiding sheath (6f 26cm parent, medikit) was inserted. A guidewire (0.014) crossed the lesion and a balloon catheter (2 mm x 4 cm) was inserted and inflated for pta. Then the saber rx was inserted and inflated. The doctor commented that it was unclear that balloon rupture was occurred if there was malfunction of the device or the calcified vessel. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was little resistance when crossing the lesion. The catheter was never in an acute bend. The maximum inflation pressure was between 8-10 atmospheres. The balloon catheter did not kink while being used and was easily removed.